Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada was not able to control the bleeding, patient had qbl of 2500 ml [device ineffective] case narrative: this spontaneous report originating from united states was received from physician referring to a female patient of unknown age via clinical account educator (cae). The patient had a c-section. The bakri device was used before the vacuum-induced hemorrhage control system (jada system) was placed which did not work. The patient's concurrent conditions, concomitant medications, past drugs and past drug reactions/allergies were not reported. This report concerns 1 patient (s) and 1 device (s). On an unknown date, the patient placed with vacuum-induced hemorrhage control system (jada system) via intravaginal route (lot and expiration date were not reported) for postpartum hemorrhage. On an unknown date, the vacuum-induced hemorrhage control system (jada system) was not able to control the bleeding, patient had quantitative blood loss (qbl) of 2500 milliliter (ml) (device ineffective) and then had to have a hysterectomy. The patient sought for medical attention. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). This is one of several reports received from the same reporter. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amendment report: product problem checkbox checked.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada was not able to control the bleeding, patient had qbl of 2500 ml [device ineffective]. Case narrative: this spontaneous report originating from united states was received from physician referring to a female patient of unknown age via clinical account educator (cae). The patient had a c-section. The bakri device was used before the vacuum-induced hemorrhage control system (jada system) was placed which did not work. The patient's concurrent conditions, concomitant medications, past drugs and past drug reactions/allergies were not reported. This report concerns 1 patient (s) and 1 device (s). On an unknown date, the patient placed with vacuum-induced hemorrhage control system (jada system) via intravaginal route (lot and expiration date were not reported) for postpartum hemorrhage. On an unknown date, the vacuum-induced hemorrhage control system (jada system) was not able to control the bleeding, patient had quantitative blood loss (qbl) of 2500 milliliter (ml) (device ineffective) and then had to have a hysterectomy. The patient sought for medical attention. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). This is one of several reports received from the same reporter. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.